Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation, and case imaging. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the possibility that the manta vcd may have caused or contributed to a serious injury that necessitated medical/surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure could not be ruled out. The manta vcd instructions for use lists potential adverse events related to the deployment of vcds include access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. The instructions for use also lists potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: arterial damage.

Event description:
The patient underwent a transcatheter aortic valve replacement (tavr) procedure on (B)(6) 2020. Vessel size measured 6.5 mm in diameter without notable disease seen on CT scan. The procedure sheath was 21f outer diameter and it was suggested the outer diameter was 24.5f closer to the hub. Access was obtained in the right common femoral artery guided by ultrasound. The tavr procedure reportedly went well. The manta vascular closure device ( vcd) deployment was performed by a vascular surgeon competing his first manta vcd training case under the guidance of a teleflex representative and a manta-certified physician. The manta vcd reportedly went well. A small amount of blood was present at the skin level. Light venous pressure was applied for approximately 10 seconds. Post manta vcd deployment angiogram was taken and revealed, what appeared to be, a fresh clot occlusion superior to the manta vcd radiopaque lock. No extravasation was seen on angiogram. A 6.0 cm balloon was used to clear the arterial occlusion. An angiogram taken afterward showed good flow and a small filling defect. An angiogram was taken from a different angle and revealed a dissection without extravasation. The vessels appeared to be stable. There was, however, concern that placing a stent might shut off the profunda at the bifurcation. As a precaution to prevent the vessel from shutting down, a surgical cut down to repair the vessel was decided to be the best option and was performed without issue. The manta vcd was explanted during the surgical cut-down procedure. The reporter stated the cause of the suspected dissection was unknown. The patient's condition was reported as "fine."

Manufacturer narrative:
As noted from the report the manta deployment seemed successful and hemostasis was achieved. Post-closure angiogram revealed an occlusion. A balloon was inflated to clear the occlusion. A follow-up angiogram showed a small filling defect and a dissection. Due to the positioning of the dissection being too close to the bifurcation, a surgical cut down was performed to repair the vessel. The root cause of the stenosis based on the angiogram findings is likely from the dissection. Dissections are a common event for large bore procedures. It is inconclusive if the dissection was caused during the procedure or by the manta closure device. The following adverse events related to the deployment of vascular closure devices has been identified in the IFU: "local trauma to the femoral or iliac artery wall, such as dissection, accidental positioning of some or all of the collagen plug within the femoral artery leading to ischemia or stenosis, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and / or endovascular intervention." The risk documentation was reviewed, and this is a known risk. The occurrence rate for this type of incident remains below current risk documentation acceptable levels. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design, or labeling.